Event description:
It was reported that the ventilator generated an error code and became inoperable. Although requested, information regarding patient involvement has not been provided. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). Although requested, there is no information regarding evaluation and repair of the unit.

Manufacturer narrative:
(B)(4). The breath delivery (bd) unit printed circuit board (pcb) was received for investigation. A visual inspection found no anomalies on the returned component. The bd pcb was attached to a test ventilator for analysis. The ventilator was powered up and during the power on self-test (post) there was no operating system software installed. The latest software revision was successfully installed. The bd pcb was again attached to the test ventilator for analysis. The unit passed post with no errors recorded in the diagnostic logs. Calibrations and all performance tests were performed, including a 24 hours cycling on ventilation mode. On review of the ventilator diagnostic logs, no errors and no alarms were observed. The customer reported malfunction could not be duplicated or verified.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb), and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was operating within the manufacturing specifications.